Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement, type ib endoleak and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2022 with the implant of an alto stent graft system. After embolization of the lumbar and internal iliac arteries, the alto main body was deployed aligned with the right renal artery. After polymer filling, the contralateral leg was deployed. Fourteen minutes after deployment, the internal balloon was expanded, and angiography confirmed the absence of a type I endoleak. The ipsilateral leg was deployed, and after touch-up, angiography confirmed the absence of an endoleak, and the procedure was completed. No aneurysm diameter enlargement was observed until the 1-year follow-up. On the 2-year follow-up on (B)(6) 2024, an aneurysm diameter enlargement of 5 mm or more was observed. The type of endoleak was unknown, until identified as a type ib endoleak during reintervention which was completed on (B)(6) 2025. The physician elected to implant a gore (non-endologix) excluder iliac branch endoprosthesis to resolve this event. The final patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.